Event description:
Pt reported cadd legacy pump sn (B)(4) due (B)(6) 2019 won't prime. Prime button will not work pump continued alarming for cassette missing. Multiple attempts to reattach to pump. Turned on/off replaced batteries won't work. Courier shipped replacement pump, and return kit set for bad pump. No adverse event resulted. Did reported product malfunction while in use with the pt? No. Did the pt have a backup device they were able to switch to? No. Reported to (B)(6) by pt/caregiver. Dates of use: from "(B)(6) 2018" to current. Diagnosis or reason for use: pah.